Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-24353. It was reported the patient suddenly lost stimulation therapy in her right leg. The pt stated she felt a jolt and shortly after she stopped feeling any stimulation in her right leg. The pt reported she did not experience any falls or any other traumatic event. A system diagnostics showed the right side scs lead has multiple invalid contacts. Surgical intervention to address the issue may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.